Manufacturer narrative:
Pump received with cracked reservoir tube corners noted. After installing the battery tester, the unit shows low power battery sign and no key function due to corroded battery tube compartment noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cracked at the reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.